Event description:
One unit was loaded, calibrated and got a ready signal. Application was attempted to transect small bowel. The dlu was closed into range and fire was pressed twice. Received a "firing incomplete" message after a very abbreviated firing cycle. Reporter did not think to ask the tech to press open on the remote and immediately tried manual release. After several turns, the jaws opened very slightly and then a hemostat was used to pry open the jaws just to remove them from the tissue. Upon close inspection, the first two or three staples had slightly pre-fired (uniformed) and that was it. These staples were pushed back into the dlu with the aid of the clamp.